Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units, and was filled with cold insulin. The customer's blood glucose level was 220 mg/dl. The customer declined to reload the current cartridge, and will continue to monitor the insulin gauge.